Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe lower abdominal pain / cramping"), uterine haemorrhage ("abnormal uterine bleeding") and intra-abdominal haemorrhage ("non-menstrual abdominal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), intra-abdominal haemorrhage (seriousness criterion medically significant), menorrhagia ("severe menstrual bleeding"), dysmenorrhoea ("severe menstrual cramping"), vaginal haemorrhage ("abnormal vaginal bleeding"), abdominal pain upper ("severe upper abdominal pain") and vaginal infection ("vaginal infections") with vaginal discharge. The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy and bilateral salpingectomy). On (B)(6) 2016, the patient experienced procedural pain ("following the surgery, suffered a painful post-operative recovery"). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower, uterine haemorrhage, intra-abdominal haemorrhage, menorrhagia, dysmenorrhoea, vaginal haemorrhage, abdominal pain upper, vaginal infection and procedural pain was resolving. The reporter considered abdominal pain lower, abdominal pain upper, dysmenorrhoea, intra-abdominal haemorrhage, menorrhagia, procedural pain, uterine haemorrhage, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: since having the surgery, symptoms are mostly resolved. Diagnostic results: in or about (B)(6) 2016, an hsg test was performed to confirm placement of the essure device (result not provided). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe lower abdominal pain / cramping"), uterine haemorrhage ("abnormal uterine bleeding"), intra-abdominal haemorrhage ("non-menstrual abdominal bleeding") and genital haemorrhage ("heavy bleeding") in a 43-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included migraine. In 2014, the patient experienced pelvic pain ("pain"). In (B)(6) 2014, the patient had essure inserted. On (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding/abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) -2016, the patient experienced procedural pain ("following the surgery, suffered a painful post-operative recovery"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), intra-abdominal haemorrhage (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("severe menstrual bleeding/abnormal bleeding (vaginal, menorrhagia)"), complication of device removal ("complications from your essure removal procedure: on (B)(6) 2017 something protruding from incision site. Object had to be burned off"), dysmenorrhoea ("severe menstrual cramping/dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse),"), abdominal pain upper ("severe upper abdominal pain"), vaginal infection ("vaginal infections/ infection (other) describe: vaginal") with vaginal discharge, hypertension ("blood or heart disorder/condition type: high blood pressure"), headache ("headache") and migraine ("migraines"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower, uterine haemorrhage, intra-abdominal haemorrhage, pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, abdominal pain upper, vaginal infection and procedural pain was resolving, the genital haemorrhage, complication of device removal, dyspareunia, hypertension and headache outcome was unknown and the migraine had not resolved. The reporter considered abdominal pain lower, abdominal pain upper, complication of device removal, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, hypertension, intra-abdominal haemorrhage, menorrhagia, migraine, pelvic pain, procedural pain, uterine haemorrhage, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: since having the surgery, symptoms are mostly resolved. Diagnostic results: in or about (B)(6) 2016, an hsg test was performed to confirm placement of the essure device (result not provided) (B)(6) 2016, pelvic ultrasound, transabdominal and endovaginal sonographic exams: findings: pelvic ultrasound was performed with transabdominal and endovaginal sonographic exams. Uterus measures 12.1 x 5.5 x 5.5 cm. On endovaginal sonography, the endometrium has a small amount of fluid demonstrated within towards the fundus. Endometrium including the fluid was 5 mm thick. Unilateral endometrial wall thickness was 1.3 mm. There is an echogenic prominence within the endometrium measuring up to 5 mm in greatest dimension, but on several of the endovaginal images has a more weblike/linear appearance. Differential diagnosis includes small synechiae or possible small endometrial polyp. The myometrium has a coarse inhomogeneous echo architecture. No focal fibroid demonstrated. Multiple complex fairly large nabothian cysts are demonstrated in the cervical region. No free fluid in the pelvis. Both ovaries were normal in echogenicity and configuration. Left ovary measures 1.9 x 1.0 x 1.4 cm. Right ovary measures 2.4 x 1.1 x 1.9 cm. Hysterosalpingogram was not performed due to the moderately heavy amount of blood at this time. Results of essure confirmation test: scout procedure showed two essure wires. Most recent follow-up information incorporated above includes: on 25-may-2018: plaintiff fact sheet and medical records received: reporters details added. Event added as abnormal bleeding (vaginal, menorrhagia), infection (other) describe: vaginal, blood or heart disorder/condition type: high blood pressure, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, heavy bleeding, vaginal discharge, complications from your essure removal procedure: in (B)(6) 2017 something protruding from incision site. Object had to be burned off, migraines, headache. Case medically confirmed. Historical, concomitant condition and relevant lab data were added. Concomitant, historical drugs and treatment drugs were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.